Event description:
The customer reported that there was a delay in the delivery of a sync shock beyond the device specs.

Manufacturer narrative:
The customer reported that there was a delay in the delivery of a sync shock beyond the device specs. The device was evaluated at philips, but the reported symptom could not be reproduced. The device passed all performance verification testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since we could not duplicate the symptom.